Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient reported encountering an air detected in cassette warning during drain 0 of 3. Patient resumed treatment but continued to receive the warning. Patient did not see air in any of the lines or bags. Line connections are secure and unused lines are clamped. During trouble shooting the patient observed a fluid leak when removing the cassette. Patient was advised to discontinue use of the liberty select. Patient was advised to contact the clinic. Additional information was solicited. Additional information was solicited.

Event description:
"."

Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.